Event description:
It was reported that the patient presented remotely via merlin.net. The implantable cardioverter defibrillator (ICD) was over-sensing myopotentials. No interventions were reported. The patient was stable.

Manufacturer narrative:
Additional information: a4 and b5.

Event description:
New information received notes that myopotentials over-sensing persisted. No interventions had been made. The patient was asymptomatic.